Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s implant had to be relocated in their back. The event date was unknown. It was unknown if any troublesh ooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.